Event description:
Central patient monitoring station was noticed to have lost power and the screen went black. Biomedical engineering was notified and verified that the machine was plugged in and turned on. The device was removed from service and replaced.